Event description:
The company representative reported regarding exudate not being retained within the dressing (leakage onto the peri-wound skin). A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
D1: correct brand name is aquacel convafiber which is unavailable for selection in database. Hence, please disregard convafoam nadh and consider aquacel convafiber. E1: complainant country: italy. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.